Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a 90% stenosed non-tortuous and non-calcified lesion in the mid circumflex coronary artery. A 2.80x19mm graftmaster covered stent was being used to treat a perforation; however, it failed to cross due to the anatomy. The procedure was successfully completed with a new 2.80x19mm graftmaster covered stent. There was no clinically significant delay in the procedure and no adverse patient effects.

Manufacturer narrative:
(B)(4). A visual and dimensional inspection was performed on the returned device. The reported failure to advance could not be tested as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. The investigation determined that the reported failure to advance and subsequent treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.